Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was broken. A direxion microcatheter was selected for use. During unpacking, it was noted that the catheter was broken upon taking it out of the box. A different device was used to complete the procedure. There were no patient complications as the device did not enter patient's body.

Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The shaft was microscopically examined. The inspection revealed that the nickel shaft was separated 69cm from the hub. The inner lumen shaft was kinked at the location of the shaft separation. Due to the appearance of the separated ends, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was broken. A direxion microcatheter was selected for use. During unpacking, it was noted that the catheter was broken upon taking it out of the box. A different device was used to complete the procedure. There were no patient complications as the device did not enter patient's body.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the catheter was broken. A direxion microcatheter was selected for use. During unpacking, it was noted that the catheter was broken upon taking it out of the box. A different device was used to complete the procedure. There were no patient complications as the device did not enter patient's body.